Manufacturer narrative:
Result: head-end right inner and outer siderail panels were damaged. Missing the 37-pin nurse call cable.

Event description:
It was reported by service report that the head right inner and outer panels and the foot-end right panel were damaged without sharp edges exposed, and the nurse call cable was missing. No pt involvement or adverse consequences were reported.